Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to ac power cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's power supply needs replaced to address the issue.